Event description:
It was reported that a non-dehp intravia container had particulate matter floating in the solution. This occurred after mixing in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for evaluation. Visual inspection identified particulate matter in the fluid path. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause was unable to be determined with the provided information, though it has been determined to be related to the material supplied to the manufacturing facility. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.